Event description:
The consumer reported the patient had experienced a loss/change of therapy. It was reviewed for the patient to increase amplitude. The patient was able to feel stimulation in the correct location (bicycle seat area). It was indicated the patient had a follow-up appointment. The patient had a loss of symptom control, and the change in therapy/symptoms was noted as sudden. The event date was noted as (B)(6) 2016 as the patient had symptom control for one day post-implant. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.